Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable was diagnosed as being defective. No further repair information is available at this time.

Event description:
The customer reported that the system would not boot up. There is no report of patient injury associated with this event.